Event description:
An ipp device was implanted on 4/5/93. A revision surgery was performed in 6/93. The cylinders were removed and replaced on 4/7/97 due to an aneurysm at the base of the penis-no longer inflates.